Event description:
On (B)(6) 2012, the reporter contacted animas to report that for two days, the patient obtained elevated blood glucose readings such as 400 mg/dl and that the pump was warm to the touch. During this time period, the patient experienced the symptoms of lethargy, irritability, dizziness, a bad tasted in the mouth, loss of appetite and body aches. The patient did not test for urinary ketones. On (B)(6) 2012 the patient replaced the insulin vial three times and also the battery. During this work on the pump, the patient noted the pump and the battery were "extremely" warm. The patient contacted her hcp for syringes and a backup plan; she did not seek any emergency medical attention. Troubleshooting revealed there was no damage or corrosion seen on the battery compartment or battery cap, the battery cap was secure, and the pump had not been exposed to moisture. The issue was not resolved. The patient alleged that the insulin was compromised and she experienced blood glucose levels and symptoms suggesting severe hyperglycemia after the pump/battery temperature issue occurred. Therefore this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 submitted: 09/05/2012 device evaluation: the pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the subject battery was not returned for investigation. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised with no evidence of overheating. A 29 hour flow accuracy test was performed and the pump passed flow accuracy test and was found to be delivering within required specifications. No defects were found to the power flex, battery connections, and internal components.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.